Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). According to the instructions for use for the gore tag thoracic endoprosthesis, potential complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak.

Event description:
On (B)(6) 2015 this patient underwent endovascular treatment for a pseudoaneurysm of the descending thoracic aorta with a maximum diameter of 96mm and was implanted with a conformable gore tag thoracic endoprosthesis in zone 3. The patient tolerated the procedure with no evidence of endoleak and was discharged on (B)(6) 2015. On (B)(6) 2015, the patient underwent treatment for the proximal type I endoleak and an additional conformable gore tag thoracic endoprosthesis was placed in to extend coverage proximally. The patient tolerated the procedure and the endoleak is believed to have resolved. Follow up cta will be performed in one month

Manufacturer narrative:
(B)(4).